Event description:
The customer reported that during a radio frequency ablation procedure, the temperature reading became hh (temperature exceeds 99c). Although the needle was replaced, it did not fix the problem. The procedure was completed with another generator. The first needle electrode was discarded. The generator has been returned to thc (B) (4) service center for evaluation.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been returned to thc (B) (4) service center for evaluation. When the device evaluation is complete a follow-up report will be submitted.